Event description:
The info provided to sjm indicated a 6f angio-seal vip was deployed in an antegrade puncture. The vessel contained large lumps of calcified atheroma, which caught the anchor of the device at the origin of the superficial femoral artery. Surgical intervention was required. It is unk if this issue was discovered during the intervention or post-procedure. The device was discarded.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in pts with clinically significant peripheral vascular disease. The angio-seal device instructions for use (IFU) warns, do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency.